Event description:
Information was received indicating that a smiths medical cadd legacy plus pump failed downstream occlusion and the psi is high. This issue occurred during testing and there was no patient involvement.

Manufacturer narrative:
Other, other text: h3: one cadd legacy plus pump was received in fair physical condition with a cracked housing and scratched screen. The event history log was reviewed and there was no evidence of the reported issue. Three separate delivery accuracy tests were performed and the reported issue was unable to be duplicated. All of the test results were within internal specification. However, the downstream sensor will be replaced as a preventative measure. There was no fault found with the returned pump.